Event description:
It was reported that the patient presented to the hospital for an implant procedure. During the procedure, it was noted that the right atrial (ra) lead failed to capture and failed to have the stylet advance inside. The ra lead was not used and replaced on 27 aug 2024. The patient was in stable condition.

Manufacturer narrative:
The reported events of ¿the lead can't pace the heart, and the wire couldn't be inserted into the lead completely¿ were not confirmed. A complete lead was returned in one piece with the helix retracted and clogged blood/ tissue. Final analysis found no indication of conductor fractures or internal shorts. A stylet was able to be fully inserted inside the lead and removed without any restriction or obstruction. No anomalies were found except for procedural damage.